Event description:
It was reported that the patient had increasing pain, and interrogation showed motor stall. It was noted that there was no patient injury. No further troubleshooting was performed. The patient was given oral morphine treatment. A replacement was performed and afterward the patient was receiving effective therapy. The device system was being used to deliver morphine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported oral morphine medication to substitute the missing intrathecal drug delivery.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion and/or wear and/or lubrication. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.